Event description:
The customer reported high blood glucose results while wearing a pod. He stated that at 11:41 am, he had results of 460 mg/dl and 468 mg/dl, and he gave himself a 9.55u bolus. At 1:06 pm, his result was 417 mg/dl. He consumed 30 grams of carbohydrate and gave himself a 4.35u bolus. At 2:52 pm, with a result of 328 mg/dl, he gave himself a 2.45u bolus. At about this time, he walked 8 miles. He provided the following history for later that evening. Time: 5:04 pm, bg result (mg/dl): 210; time: 6:08 pm, bg result (mg/dl): 164; time: 6:53 pm, bg result (mg/dl): (no result), carbohydrate: 27 grams, bolus: 1.8u; time: 9:24 pm, bg result (mg/dl): 321, bolus: 5.45u; time: 1:16 am, bg result (mg/dl): 272, bolus: 4.6u. The next morning at 8:41 am on (B)(6) 2013, his result was 313 mg/dl without eating a meal. He then changed the pod.

Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider," it advises, "if your glucose is 250 mg/dl or above, check for ketones. If ketones are present, follow your healthcare provider's guidelines. If ketones are not present, take a correction bolus as prescribed by your healthcare provider. Check blood glucose again after 2 hours. If blood glucose levels have not decreased, take a second bolus by injection, using a sterile syringe. If blood glucose remains high after another 2 hours (a total of 4 hours), replace the pod."